Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. However, an olympus technical assistance center (tac) provided remote troubleshooting and the reported failure was confirmed. A root cause could not be identified. Based on the results of the remote troubleshooting, it is likely the following led to the malfunction: monitor signal selection. The issue was resolved by changing the output from 3g to 12g. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The intended procedure was a diagnostic egd/colonoscopy and was completed without harm or delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. This was discovered during set up / inspection for use. There were no reports of patient harm.